Event description:
It was reported that during a da vinci pyeloplasty procedure, the customer noted that the maryland bipolar forceps instrument wire was loose. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that there was a pitch cable showing that it was loose, but the actual cause was the corresponding pitch cable being broken. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.